Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced loss of efficacy and pain with the device turned on in their pelvic floor region. The patient had a car crash and subsequent procedures. Impedance testing was undertaken and all impedances tested within range on (B)(6) 2026. It was also noted that the ipg held charge well. The patient worked through the programmed based in loss of efficacy, however none proved successful and patient still experienced pain with the device off. The issue was resolved with a full system explant. The lead was cut from the ipg to be able to be explanted and device was explanted. The device will be replaced in the future by a medtronic product.